Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different cables and adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer switched to an alternate insulin delivery method using multiple daily injections (mdi), and tandem technical support arranged to replace the pump and guided the customer on the return process.